Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) that an ¿infectious disease physician was blaming a spinal cord stimulator (scs) for an inability to clear an infection¿ that was ¿not anatomically near an implant that had been in situ and functional for years. It was further reported that the patient was told not to use their device because it would ¿make it less responsive to treatment.¿ no further event information was reported; no further complications were reported or anticipated.